Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated that the impedance on the rv (right ventricular) lead was beyond the expected upper range. The data also indicated that the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There were sixty lifetime v-sic occurrences since (B)(6) 2013. Lia (lead integrity alert) triggered on (B)(6) 2013 due to meeting the conditions for nst (non-sustained tachycardia) and v-sic. Max vpace impedance rose from an approx. Baseline of 375 ohms to greater than 1500 ohms the week ending (B)(6) 2013. And it was noted that lia trigger requirements were met for nst on (B)(6) 2013.

Event description:
It was reported that the lead integrity alert (lia) for the right ventricular (rv) lead triggered due to noise and high pacing lead impedance. Possible lead fracture is suspected. No patient complications have been reported as a result of this event.